Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a microbiological culture was performed on the evis eus ultrasound bronchofibervideoscope. The biopsy channel tested positive for one (1) colony forming unit (cfu) of micrococcus luteus, one (1) cfu of brevundimonas species, three (3) cfus of environmental germs, and one (1) cfu of moraxella species. The distal end test positive for one (1) cfu of staphylococcus species and one (1) cfu of moraxella species. The operating channel tested positive for three (3) cfus of micrococcus luteus. The suction channel tested positive for two (2) cfus of micrococcus luteus. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the device evaluation, and the legal manufacturer's final investigation. The legal manufacture requested the customer provided cleaning disinfection and sterilization (cds) practices of the subject device however, no further information was provided. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: probe unit acoustic lens damaged, probe unit acoustic lens damaged, probe unit dents, distal end forceps port incised, suction cylinder scratched, connector plug unit dent, angulation less or specified value, up down knob scratched, image guide bundle spider webs, universal cord damaged. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.